Event description:
The customer reported that a patient burn occurred during the procedure. The burn did not occur at the grounding pad site. The grounding pad was placed on the patient&#39;s back. The vas deferens and the back of peritoneum were found burned while the physician was working on a testis as he was pulling it by hand. There were no forceps or other instruments in the surgical field at that time. The site did not provide any additional information.

Manufacturer narrative:
Evaluation of the incident grounding pad found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The incident grounding pad has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.